Event description:
It was reported after the filter was deployed, the pusher wire knob stuck in the feet of the filter and pulled the filter back 1 cm when the wire was pulled, which resulted in a severe tilt of the filter, approx 35-40 degrees. The filter remains implanted. The doctor is comtemplating if he will place another filter above it. There was no pt injury reported.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The filter remains implanted and the delivery system was discarded by the user facility. It is unknown if patient or procedural factors contributed to this event. The results of the investigation are inconclusive and the root cause is unknown. Handling of g2 filter system from the IFU: the current IFU (information for use) states the following: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. Warnings: the current IFU (information for use) states the following: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from advancement within the introducer catheter.